Event description:
The heartstart xl+ was received at philips for repair with several ECG related error codes in the error log. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.